Manufacturer narrative:
The medical center did return the impella 5.5 pump for benchtop analysis and investigation. The investigation revealed the cause of the pump stop to be blood ingress due to the broken purge sidearm. The failure mode will be monitored and trended.

Event description:
The medical center had an impella 5.5 supporting a patient for 17 days, 11 of which the anticoagulation was not optimal and per IFU recommendations. The patient had bleeding concerns and anticoagulants were withheld due to clots within the patient's lungs and surgical retrieval of them. After 17 days the pump stopped and was explanted.